Manufacturer narrative:
Patient weight not available. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during the case. The inaccuracy occurred during navigation. It was stated that the inaccuracy was about 5 mm on the caudal side and outside. The height error was also about 4 mm. The navigation system was being used for a spine clinical trial. L4, l5, and s1 were fixed. It was noted that it was a case that navigation should not have been used originally, however, the navigation system was used for the clinical trial. Point settings were ¿performed with multi of l4, l5, and s1.¿ pointmerge registration was performed. When 5 points were touched out of a total of 8 points, the points that were not touched at all lit up in green with effectiveness and it resulted in ¿unfavorable feelings.¿ nonetheless, points were taken to the end, and 3 points were red with an accuracy of 8.0. Registration was tried again, and this time resulted in surface with 3.4. Then, l4 and l5 were touched in order. As the trajectories of points moved considerably, it was restored with ¿undo¿ by attempting several times. Judging from the trajectories on the surface approximately with the points of the spinous process and lamina, navigation was then used. As a result, it was shown that the probe was buried in the bone by about 3 to 5 mm. The product was used as there seemed to be no accuracy problem at first, but ¿unusual feelings were sensed¿ with l5 and therefore the screw was inserted with use of fluoroscopy without using navigation. At that time, when the position of the screw was also checked by fluoroscopy, it was found that a deviation of about 5 mm occurred at the caudal side. It was clarified that with l4, a deviation occurred when the screw was ¿detained¿ during use of the navigation system. With l5, the site stopped using the navigation system and placed the screw with use of fluoroscopy; the procedure was then completed without problems. Because navigation was stopped, the procedure was completed with use of x-ray photography. There was no surgical delay due to this issue. It was noted that the hospitalization period did not have to be extended due to the issue. It was stated that the patient outcome and patient status was unknown but would be confirmed at a later date. One of the suspected causes was that surface had not been performed until point trajectories of the surface were all displayed on the bone surface. Additionally, it was noted that the physician expressed dissatisfaction because accurate data were not obtained during acquiring surface, and also because the registration was complicated and unnatural in function compared to other navigation systems.